Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within 30 days upon receipt.

Event description:
The following information was provided by the salesrep: while removing the device from the inner packaging, the shaft was broken/split. The device was not used in the pt.